Manufacturer narrative:
A non-qualified viscoelastic was indicated. It was stated a dvd is available of the surgery. Multiple requests have been made to provide the dvd with no response. The root cause may be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was used in the device. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu and is not recommended under any circumstance. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant using a preloaded delivery system, the lens 'exploded' out of the delivery system and shot through the capsular bag. The iol was cut and removed. The patient was left aphakic. The patient experienced significant zonular dialysis with vitreous loss. Additional information was requested.